Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision due to poly wear.

Event description:
Revision due to poly wear.

Manufacturer narrative:
Reported event: an event regarding wear involving an unknown mrs insert was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: stryker pi 1 and pi 2 event date: pi 1: 09/20/2022 (awareness 09/17/2022) pi 2: 06/08/2021 (opened 10/12/2022) event description: pi 1: the clip has somehow come off and the adapter is floating. Update: the clip (part number 208004 lot g7272515) was dislodged after the previous operation ((B)(6), 2021) and we were informed that it would be replaced on (B)(6) 2022 when we were contacted this time. This clip was supposed to hold the joint axis connecting the femur and tibia (part number 63669220 lot ctd27431), but since it came off, the joint axis is floating. The clip could be removed during surgery. Pi 2: revision due to poly wear. Adverse consequence reported: revision anatomical position: not defined product(s) involved: pi 1: a competitor device. Circlip lot g7272515, hmrs axis pin lot ctd27431 are there any components not listed in the pi that caused or contributed to this event: no pi 2: hmrs poly materials reviewed: stryker pi report pi 1 stryker pi report pi 2 unlabelled/undated x-ray: ap distal femur and proximal tibia, tumor style implant with proximal tibia replacement and distal femoral replacement. The axle looks proud. Relevant clinical history and timelines: data from pi report only date of implant: pi 1: (B)(6) 2021 date of explant: pi 2: (B)(6) 2021 additional medical interventions noted: none noted outside of revisions in pi report are any additional medical interventions involving stryker devices noted in clinical history: no conclusion of assessment: no conclusions may be made without additional information device or procedure related adverse event: apparent device related based on pi report root cause and confirmation: no root cause of confirmation can be made with the limited information provided. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: no further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.